Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test. Evaluation sent the device for flow testing and found the device to under infuse. The cause was identified to be out of specification pressure plate travels which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test three consecutive times (infusion parameters and failure specifications unknown). There was no patient involvement. No additional information is available.